Event description:
Report received of an overdelivery. The pump was returned from clinical service with an unsigned note that read "primary at 125cc/hr, secondary at 30cc/hr. Returned to room to check secondary at 125cc/hr. Kept secondary off. Returned to room and the secondary was infusing at 30cc/hr." The note did not provide any tracking info; therefore, specific pt info, pump programming or event details were not available. Though requested, no additional info was provided.